Event description:
Tons of health issues started. Initially inflamed lymph nodes on the left side and digestive issues. Rapid weight gain. Rapid weight loss. Urticaria. Numbness in arms and fingers. Hair loss. Anxiety/depression. Chest pain. Extreme fatigue. Brain fog. Unable to lose weight. Stopped making progesterone. Thyroid nodules. All blood tests, ultrasounds, CT scans, etc. All came back normal. FDA safety report ID # (B)(4).